Event description:
It was reported that the patient was experiencing "intractable headaches and facial pain". The reporter stated that these symptoms were found to be unrelated to the patient's device, but were thought instead to be related to a tooth that was pulled a month or two prior to report. The next day, it was reported that the patient's pump was functioning normally. About three months later, a different reporter stated that the patient's pump was leaking into her sinuses. The patient was experiencing a "synthetic feeling" in her head, as if she was flying. It was noted that a hospital believed the patient to be "psychotic". The reporter stated that the patient's physician had been diluting her medication with saline for a long time, but the patient wasn't sure what was happening due to being on "so much neurontin". However, it was noted that the patient was no longer on neurontin at the time of report. The reporter thought the "synthetic feeling" would be resolved by a sinus surgery that took place on (B)(6) 2011. However, the surgery didn't alleviate the feeling. It was reported that the "synthetic feeling" began when the patient's pump medication was changed from fentanyl to marcaine and dilaudid. It was noted that the fentanyl wasn't working. It was also stated that the patient couldn't eat and her "teeth were pulling". It was further noted that the patient's physician stated that these issues weren't related to the pump, but the reporter is convinced they were. It was also unclear if the patient's headaches and facial pain had been resolved by the sinus surgery. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical device: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient ¿can¿t eat and her teeth are pulling¿.